Event description:
It was reported that the numbers on the insulin pump display were ramping up without input. The insulin pump had also alarmed for no delivery. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. Insulin pump had and intermittent button response due to corroded keypad traces. No numbers ramping up noted. Insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.